Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no device failure or malfunction was identified that could have caused or contributed to the reported difficulty; however, the home patient had an increased intraperitoneal volume (iipv) event in their last known therapy prior to their death. As the date of the death is unknown, this iipv event could have been related to the reported death. The investigation and reporting for the iipv will be performed in medical device report 1416980-2014-20914. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. The pneumatic system was tested and found to be functioning properly. A simulated therapy was completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the device service history revealed no previous service events that would cause or contribute to the reported problem. There were no issues identified that could be related to the reported problem of patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was found dead at home. The cause of death was reported as ¿probable heart attack¿. Pd therapy was ongoing at the time of death, though it was reported the patient was not connected to the hc device. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The patient was found at home on (B)(6) 2014; the date of death could not be confirmed. A return procedure for the device was initiated. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.